Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na

Event description:
This is filed to report the jumping of the clip. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). A mitraclip xtr clip delivery system (cds) was advanced to the mitral valve, but the clip did not open. Troubleshooting was performed but was unsuccessful. The cds was removed from the patient anatomy. After withdrawal of the clip an attempt was made to open the clip and it did so on the third attempt by 'jumping' abruptly. A new xtr cds was then used successfully to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. All available information was investigated and the reported clip actuation issue could not be replicated in the testing environment and the reported clip jumpiness could not be confirmed during testing. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in the event. Additionally, a review of the complaint history identified no lot specific product issue. Based on the overall information, a definitive cause for the reported issues could not be determined in this complaint. There is no indication of product quality issue with respect to manufacture, design or labeling.